Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is (B)(6)2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). . Test strips were not returned for evaluation. Meter was returned-reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 27-feb-2023 h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.